Event description:
The reporter stated that the surgeon was inserting a competitor's lens using the msi-pm injector and the trailing haptic tore off due to the plunger overriding the lens. The surgeon enlarged the incision and cut the lens in pieces to remove from patient's eye and put a back up lens in and used a suture to close the incision.